Event description:
Reporter indicated that the site's (B) (4) handheld vns computer was "locking up on initial interrogation" making it difficult to complete device interrogation. Product has been requested, but not returned to the manufacturer to date.